Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. No failed battery alarm, no battery out limit alarm, no weak battery alarm and no unexpected low battery alarm noted. The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump ran out of battery and the device turned off during the night. It was stated that the battery is only lasting two or three days. It was also reported that the customer received a failed battery test. It was stated that the contacts on the battery cap are not missing or damaged and the battery compartment and spring are not damaged or corroded. Customer didn't get a failed battery test alarm when inserting a new battery. Blood glucose value was 8.4 mmol/l. Nothing further reported.